Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via telephone call that the custommer was hospitalized or low and high blood glucose. No blood glucose reading was given. The caller was assisted with the insulin pump settings and stated she would call back when the insulin pump was available.